Manufacturer narrative:
The device has not been returned to olympus for evaluation. Olympus performed a follow up with the customer and the customer believes the reported issue has been isolated to the light-emitting diode (led). The customer was advised to return the device for evaluation however; to date no device has been returned. If the device is received at a later date for evaluation, a summary of the findings will be provided in a supplemental report.

Event description:
The user facility reported that the device produced a flickering image during a cystoscopy procedure. The reporter stated that the procedure was not completed but that the patient experienced no injury/harm and is in stable condition. There was no additional information provided.